Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was intended to be implanted within the sigmoid colon of a cancer patient, during a colonoscopy procedure performed on (B)(6), 2011.according to the complainant, the patient suffered from colorectal cancer, and subsequently, had a four centimeter stricture. The anatomy was not particularly tortuous. During the procedure, the handle broke mid deployment. As a result, the stent was unable to be fully reconstrained. The partially deployed stent was removed from the patient without issue, and the procedure was successfully completed with another wallflex enteral colonic stent.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date.(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.